Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the suture was returned detached from the device. The anchors were not returned. The needle overmold assembly was bent. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation of device showed the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, using the fast-fix 360, when tried to deploy t1, t2 came out. The procedure was completed with a non-significant delay using a back-up device. No patient complications were reported.